Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with their sensor and blood glucose readings. The sensor's cannula broke off and was shorter than normal. Customer's blood glucose level was 238 mg/dl but their sensor glucose reading was 40 mg/dl. The introducer needle was hard to remove. The customer was advised that the device would be replaced and agreed to return the product for analysis.